Event description:
It was reported that inner package was found leaked. This issue was detected in distributor warehouse. This event concerns 4 products. No adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products biomet bone cement r 40x2, reference 3035890022, batch a609af1307 were manufactured on (oct 3rd, 2016). The device manufacturing quality record (of 3894203) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint. 7 complaints have been recorded over the batch number a609af1307 included the current complaint within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. Issue (complaint category inner cement pouch open sealing) event described in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 2042 products biomet bone cement r 40x2, reference 3035890022, batch a609af1307 were manufactured on (oct 3rd, 2016). The device manufacturing quality record (of 3894203) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner package was found leaked. This issue was detected in distributor warehouse. This event concerns 4 products. No adverse event has been reported.